Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014. Inratio: 2.6. Date: (B)(6) 2014. Lab: 9.2. Date: (B)(6) 2014. Inratio: 2.0. Lab: 1.4. One hour between tests on (B)(6) 2014. Therapeutic range: 2.0-3.0. Pt had his inr checked at the lab on (B)(6) 2014 in preparation for an unspecified procedure on (B)(6) 2014. He found out on the evening of (B)(6) 2014 that the lab inr was 9.2. At that time he took 5 mg of vitamin k. Coumadin was put on hold on (B)(6) 2014. The procedure has been delayed until further notice. No additional info available.

Manufacturer narrative:
Investigation pending.